Event description:
An unspecified issue was reported with the freestyle librelink application. Customer was unable to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, requiring treatment of "baby gel" by a third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The operating system is unknown, so product information provided in section d4 is for ios. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the freestyle librelink application. Customer was unable to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, requiring treatment of "baby gel" by a third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported a password issue in the freestyle librelink app. The user can reset the account password by selecting "forgot password" in the app or libreview website and following the provided instructions. Attempted to replicate the user complaint and able to create a new account, reset the account password and log in to the app was successful. Unable to reproduce the complaint .therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.